Event description:
Adverse event(s): "no pt involved" (no pt involvement). Product problem(s): "bed would not load" (no code available). An ophthalmic/laser tech reported that the swivel bed will not load. This occurred during start of day calibrations and no pt was prepared for surgery nor were any flaps made. There was no surgery or pt impact. However, 16 pts were delayed for 6 hours and pts has to be rescheduled.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).